Event description:
It was reported the pt "returned with withdrawal symptoms". Further investigation revealed the lead connector was fractured after 2.5 years. The device was replaced. No further pt complications were reported.

Manufacturer narrative:
.